Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer e-mailed stating part of the brush head fell off into her mouth when she was brushing her teeth. No injury was reported. Follow-up: consumer stated she still had the broken brush head.

Manufacturer narrative:
20-dec-2019 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer e-mailed stating part of the brush head fell off into her mouth when she was brushing her teeth. No injury was reported. Follow-up: consumer stated she still had the broken brush head.